Event description:
Patient called lfs in 04 and alleged that their meter was reading inaccurately high. Three days prior, the patient obtained a reading of 20.6 mmol/l at 9:00 am (this was approx 1 hour post breakfast and insulin. They stated that for the past week their blood sugars have been high so they were concerned. They called the nurse advice line based on the high result and were advised to go to the hospital. They were experiencing a headache right on the top of their head, which they normally have with high blood sugars, and a loss of appetite. The pt explained that they normally get a headache when their blood sugars are high. The pt was driven to the hospital and arrived at about 9:30 am. They did not test pt's blood right away when they arrived at the hospital. Because the pt has a history of mini strokes and because the pt's left face was starting to get numb, they put her on a heart machine. The physician hooked her up to IV fluids and explained that they might be dehydrated. No other treatment was given. Sometime before lunch, the patient's blood sugars were tested at the lab and they got a reading of 11.0mmol/l. This is the only time the pt's blood was tested at the hospital. The pt ate lunch at the hospital and was given 1 metformin pill. They were released from the hospital at 2:00pm. The following day, the pt went to see their doctor. The physician increased their insulin from 45 units to 55 units based solely on their logbook readings. The physician did not run any tests of his own. The test strips were in good condition, the codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient performed two control solution tests, both failed. The meter and test strips are being replaced for the pt.